Manufacturer narrative:
Attempts have been made to obtain information for repair and patient information. No response has been received from the customer.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
Following the repair of a device, the fse noted the device was now giving a 1122 error code message. There was no reported patient and/or user harm.